Manufacturer narrative:
Infiltration of the system.

Event description:
The patient experienced a burning sensation. The patient had an infection. A computerized tomography scan revealed 'infiltration of the system'. The surgery site was very painful and could not be palpated. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.